Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "failure to occlude (close) fallopian tube(s)/ device ineffective". The patient's past medical history included migraine, multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2005, (B)(6) 2010), anorexia, insomnia, loss of weight, panic disorder, urinary tract infection and non-tobacco user. Previously administered products included for an unreported indication: mirena from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included underweight, anxiety, anhedonia, thyroid disorder, depression, stress, gastric disorder, amniocentesis, feeling sad, appetite lost, helicobacter pylori antibody positive, cramp in lower abdomen and spotting vaginal. Family history included breast cancer (great maternal grandmother), cancer (paternal grandmother), heart disease, unspecified (maternal grandmother), blood pressure high (mother, maternal grandmother), lipids nos (maternal grandmother), stroke (paternal grandmother, father), hypercholesterolemia (maternal grandmother) and cerebrovascular accident (father). Concomitant products included medroxyprogesterone (depo provera) and promethazine. In 2008, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), abdominal pain ("severe abdominal pain/abdomen - left side pain/abdomen - right side pain/abdominal pain during pregnancy/pain before coil/pain abdominal pain before and after coil removal"), back pain ("severe back pain"), migraine ("severe migraines (have grown in severity and frequency)"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ondansetron (zofran), surgery (unilateral salpingectomy ¿ laparoscopic) and surgery (ablation). At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, back pain, headache, fatigue, weight fluctuation and weight increased outcome was unknown, the abdominal pain was resolving and the migraine and nausea had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: information received: problems inserting the left device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from pfs+mr: new events: fallopian tube perforation with pelvic pain, pregnancy with contraceptive device, device ineffective, vaginal haemorrhage, menorrhagia, headache, weight increased, nausea, device monitoring procedure not performed were added. ¿abdomen - left side pain/abdomen - right side pain/abdominal pain during pregnancy/pain before coil/pain abdominal pain before and after coil removal¿ was clubbed with previously reported event ¿abdominal pain¿ and its outcome updated from unknown to not recovered/ resolved. Patient information( dob, weight, height), other relevant history, pregnancy updated from ¿ unknown to yes¿. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy (with complications)'), uterine perforation ('perforation (uterus)'), genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') and premature labour ('preterm labor with essure baby') in a 25-year-old female patient who had essure (batch no. 627306, 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/ device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2005, (B)(6) 2010), anorexia, insomnia, loss of weight, panic disorder, urinary tract infection, non-tobacco user, menses irregular, bacterial vaginosis and candida vaginal. Previously administered products included for an unreported indication: mirena from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included weight normal, anxiety, anhedonia, thyroid disorder, depression, stress, stomach function disorder, amniocentesis, feeling sad, appetite lost, helicobacter pylori antibody positive, cramp in lower abdomen, spotting vaginal, irritable bowel syndrome, emesis and nausea. Family history included breast cancer (great maternal grandmother), cancer (paternal grandmother), heart disease, unspecified (maternal grandmother), blood pressure high (mother, maternal grandmother), lipids nos (maternal grandmother), stroke (paternal grandmother, father), hypercholesterolemia (maternal grandmother) and cerebrovascular accident (father). Concomitant products included alprazolam (xanax), eletriptan hydrobromide (relpax), ethinylestradiol;levonorgestrel (seasonique), medroxyprogesterone acetate (depo provera), promethazine, promethazine and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse") and nausea ("nausea"). In (B)(6) 2009, the patient experienced weight fluctuation ("weight fluctuations") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), headache ("headaches") and migraine ("severe migraines (have grown in severity and frequency)"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months 16 days after insertion of essure. In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/abdomen - left side pain/abdomen - right side pain/abdominal pain during pregnancy/pain before coil/pain abdominal pain before and after coil removal"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), back pain ("severe back pain"), procedural pain ("abdomen pain after coil removal") and complication of device removal ("unable to remove right essure device because it was difficult to get to"). The patient was treated with ondansetron (zofran) and surgery (unilateral salpingectomy, unilateral salpingectomy ¿ laparoscopic and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, genital haemorrhage, premature labour, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, back pain, headache, weight fluctuation, weight increased, procedural pain and complication of device removal outcome was unknown, the abdominal pain was resolving and the migraine, fatigue and nausea had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, complication of device removal, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, premature labour, procedural pain, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: information received: problems inserting the left device pre-term labor with essure baby. Procedure details: a cavity assessment was performed and passed confirming that there was not a perforation. Left ostia 05 coils; right ostia: 04 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Transabdominal and transvaginal pelvic ultrasound was done on (B)(6) 2011: impression: unremarkable pelvic ultrasound with essure devices noted in place. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events migraine, menorrhagia, nausea. Lot number: 627306 manufacturing date: 2008-05 expiration date: 2010-05. Lot number: 628146 manufacturing date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy (with complications)'), uterine perforation ('perforation (uterus)'), genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') and premature labour ('preterm labor with essure baby'). In a 25-year-old female patient who had essure (batch no. 627306, 628146), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/device ineffective". And device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: migraine, multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2005, (B)(6) 2010), anorexia, insomnia, loss of weight, panic disorder, urinary tract infection, non-tobacco user, menses irregular, bacterial vaginosis and candida vaginal. Previously administered products, included for an unreported indication: mirena from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included: weight normal, anxiety, anhedonia, thyroid disorder, depression, stress, stomach function disorder, amniocentesis, feeling sad, appetite lost, helicobacter pylori antibody positive, cramp in lower abdomen, spotting vaginal, irritable bowel syndrome, emesis and nausea. Family history included: breast cancer (great maternal grandmother), cancer (paternal grandmother), heart disease, unspecified (maternal grandmother), blood pressure high (mother, maternal grandmother), lipids nos (maternal grandmother), stroke (paternal grandmother, father), hypercholesterolemia (maternal grandmother) and cerebrovascular accident (father). Concomitant products included: alprazolam (xanax), eletriptan hydrobromide (relpax), ethinylestradiol;levonorgestrel (seasonique), medroxyprogesterone acetate (depo provera), promethazine, promethazine and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse") and nausea ("nausea"). In (B)(6) 2009, the patient experienced weight fluctuation ("weight fluctuations"). And was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), headache ("headaches"). And migraine ("severe migraines (have grown in severity and frequency)"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), (B)(6) months (B)(6) days after insertion of essure. In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/abdomen, left side: pain/abdomen , right side: pain/abdominal pain, during pregnancy/pain before coil/pain abdominal pain before and after coil removal"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), premature labour (seriousness criterion medically significant), back pain ("severe back pain"), procedural pain ("abdomen pain after coil removal") and complication of device removal ("unable to remove right essure device, because it was difficult to get to"). The patient was treated with ondansetron (zofran) and surgery (unilateral salpingectomy, unilateral salpingectomy, laparoscopic and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, genital haemorrhage, premature labour, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, back pain, headache, weight fluctuation, weight increased, procedural pain and complication of device removal outcome was unknown. The abdominal pain was resolving. And the migraine, fatigue and nausea had not resolved. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported, as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain, back pain, complication of device removal, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, premature labour, procedural pain, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: information received, problems inserting the left device pre-term labor with essure baby. Procedure details: a cavity assessment was performed and passed confirming, that there was not a perforation. Left ostia: 05 coils, right ostia: 04 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 18.7 kg/sqm. Transabdominal and transvaginal pelvic ultrasound was done on (B)(6) 2011, impression: unremarkable pelvic ultrasound with essure devices, noted in place. Concerning the injuries reported in this case, the following one/ones were reported via medical records: confirming events: migraine, menorrhagia, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs and mr received: onset of events: vaginal hemorrhage, menorrhagia, headache, migraine, dyspareunia, dysmenorrhea, fatigue, weight increased, weight fluctuation, abdominal pain were updated, lot number, medical history, patient aka name, reporter information were added. Insertion date was updated. Event :complication device removal and postoperative pain. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), pregnancy with contraceptive device ("pregnancy (with complications)"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "failure to occlude (close) fallopian tube(s)/ device ineffective". The patient's past medical history included migraine, multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2005, (B)(6) 2010), anorexia, insomnia, loss of weight, panic disorder, urinary tract infection and non-tobacco user. Previously administered products included for an unreported indication: mirena from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included weight normal, anxiety, anhedonia, thyroid disorder, depression, stress, stomach function disorder, amniocentesis, feeling sad, appetite lost, helicobacter pylori antibody positive, cramp in lower abdomen and spotting vaginal. Family history included breast cancer (great maternal grandmother), cancer (paternal grandmother), heart disease, unspecified (maternal grandmother), blood pressure high (mother, maternal grandmother), lipids nos (maternal grandmother), stroke (paternal grandmother, father), hypercholesterolemia (maternal grandmother) and cerebrovascular accident (father). Concomitant products included medroxyprogesterone (depo provera) and promethazine. (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("pain during intercourse"). In in 2009, the patient experienced headache ("headaches"), migraine ("severe migraines (have grown in severity and frequency)") and nausea ("nausea"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), abdominal pain ("severe abdominal pain/abdomen - left side pain/abdomen - right side pain/abdominal pain during pregnancy/pain before coil/pain abdominal pain before and after coil removal"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), weight increased ("weight gain") and premature labour ("preterm labor with essure baby"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ondansetron (zofran), surgery (unilateral salpingectomy ¿ laparoscopic), surgery (unilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, back pain, headache, fatigue, weight fluctuation, weight increased and premature labour outcome was unknown, the abdominal pain was resolving and the migraine and nausea had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, premature labour, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: information received: problems inserting the left device pre-term labor with essure baby. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Quality-safety evaluation of ptc: ptc global number: 2017-013041. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: perforation (uterus), pre-term labor with essure baby. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), pregnancy with contraceptive device ("pregnancy (with complications)"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "failure to occlude (close) fallopian tube(s)/ device ineffective". The patient's past medical history included migraine, multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2005, (B)(6) 2010), anorexia, insomnia, loss of weight, panic disorder, urinary tract infection and non-tobacco user. Previously administered products included for an unreported indication: mirena from january 2007 to october 2008. Concurrent conditions included weight normal, anxiety, anhedonia, thyroid disorder, depression, stress, stomach function disorder, amniocentesis, feeling sad, appetite lost, helicobacter pylori antibody positive, cramp in lower abdomen, spotting vaginal, irritable bowel syndrome, emesis and nausea. Family history included breast cancer (great maternal grandmother), cancer (paternal grandmother), heart disease, unspecified (maternal grandmother), blood pressure high (mother, maternal grandmother), lipids nos (maternal grandmother), stroke (paternal grandmother, father), hypercholesterolemia (maternal grandmother) and cerebrovascular accident (father). Concomitant products included alprazolam (xanax), eletriptan hydrobromide (relpax), eugynon (seasonique), medroxyprogesterone (depo provera), promethazine, promethazine (phenergan) and sumatriptan (imitrex). In december 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("pain during intercourse"). In 2009, the patient experienced headache ("headaches"), migraine ("severe migraines (have grown in severity and frequency)") and nausea ("nausea"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), abdominal pain ("severe abdominal pain/abdomen - left side pain/abdomen - right side pain/abdominal pain during pregnancy/pain before coil/pain abdominal pain before and after coil removal"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), weight increased ("weight gain") and premature labour ("preterm labor with essure baby"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ondansetron (zofran), surgery (unilateral salpingectomy ¿ laparoscopic), surgery (unilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, back pain, headache, weight fluctuation, weight increased and premature labour outcome was unknown, the abdominal pain was resolving and the migraine, fatigue and nausea had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, premature labour, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: information received: problems inserting the left device pre-term labor with essure baby. Procedure details: a cavity assessment was performed and passed confirming that there was not a perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Transabdominal and transvaginal pelvic ultrasound was done on (B)(6) 2011: impression: unremarkable pelvic ultrasound with essure devices noted in place. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events migraine, menorrhagia, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.